Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Clinical details reported that at the end of the case, there was a sudden spike in ps measurement values until they were no longer measurable. The values also did not match up to other monitoring devices and pump position was confirmed. Data log review confirmed that the alarm triggered at the end of the case. During the majority of the case, there were abnormal high values being read by the raw optical signal. As reported, at the end of the case, there was a sudden spike in the calculated values matching up with the abnormally high values in the raw optical signal that had been filtered out up to that point. There were no changes in optical signal metrics at this time. Returned product was investigated and there were no visual abnormalities. Upon review of data logs and the returned pump, no problem was found.

Event description:
The complainant reported use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. The pump lost its optical signal but remained operational until weaning and explant. No patient harm was reported.